Event description:
Additional information was received. It was reported that the shoulder brake being out of specification, as reported during servicing, was not a factor in the deviation event.

Manufacturer narrative:
H2: additional information in section b5. H2: section d: product ID asm0207 (unknown serial/lot) was removed from the report as it was determined to not be a factor in the deviation event. H2, h6: as the deviation was not reproduced in checkout, annex c and annex d were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a revision procedure, the guidance system was used and several issues occurred intraoperatively. The first screw trajectory at l3 left was placed medially, and leg movement was observed during surgery. When proceeding to the second screw placement at l3 right, the screw was placed slightly lateral, which the surgeon attributed to a patient shift during the procedure. Following these events, the guidance system was removed from the patient bed and undraped. Error 4059, indicating an arm shift detected in joint 2, was then reported, and the surgical arm alarm began beeping while the unit was not in operation. Due to this error, the unit could not be put into storage state. The surgery was continued freehand, resulting in approximately one hour of surgical delay. The procedure was noted to have been aborted. No patient complications have been reported as a result of this event. Additional information was received. It was reported that the procedure was continued with medtronic navigation and imaging. The deviation was between 3.5 and 10 millimeters (mm).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID asm0207 (unknown serial/lot). H3, h6) the system was serviced in the field. In summary, the shoulder brakes were found to be out of specification, they were on the low side. The brakes were tightened to specification. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.